Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer experience to hyperglycemia. Customer's blood glucose level was 475 mg/dl. Customer treated with manual injection. Customer currently was unable to see how much insulin to give himself. The insulin pump will not be returned for analysis.